Event description:
The user facility reported a 70-year-old male noted as high risk percutaneous cardiac insertion and with mitral valve disease presented for impella support. The patient began oozing around the femoral venous swan catheter site. The arterial site had no oozing or bleeding. Manual pressure was applied to the venous site. The patient's hematoma worsened after the patient coughed. The venous sheath and swan were removed and manual pressure continued to the site. A CT scan showed a pseudoaneurysm and arterial bleed. It is unclear if pseudoaneurysm was related to the venous or arterial injury and unclear if any surgical intervention was required.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Manufacturer narrative:
The investigation into access site bleeding issue has been completed. The device was not returned for investigation. As per clinical, hematoma at access site had expanded beyond marked borders with cta report showing pseudoaneurysm and arterial bleed. Patient with hemolysis and troubleshooting done by decreasing p-level, giving volume. Unknown if the hemolysis resolved with volume or reduction of p-level. The cause of the access site bleeding issue was most likely patient condition related due to diseased vessel condition based on the clinical information. The cause of the hemolysis issue was not determined since product and data logs were not returned and with insufficient clinical information.